Event description:
After removing the patient from support the console's power switch was turned to the "off" position, however the console would not power down. The console remained on and indicated "battery on low" with a triple beep every 15 seconds. During an on site service call it was determined that the problem was related to the power supply. Once replaced the "battery on low" problem was resolved. The console was placed back into service. There was no patient involvement.